Event description:
It was reported that the patient underwent "anterior cervical diskectomy <(>&<)> fusions c4-5, c5-6, c6-7 using polyethylethyl ketone cages c4-5, c5-6, c6-7, anterior segmental cervical plating c4-7, and rhbmp-2/acs." It was reported that the patient developed dysphagia, sob, sore throat, hands numb/tingling, and nerve damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 patient presents for MRI which indicates "there is a small central disc protrusion. Foramina are patent, there is a right eccentric disc osteophyte complex. This indents the thecal sac indents the cord. There is central narrowing. The largest ap diameter of the central canal is 9.1mm. Foraminal narrowing identified on the right and remains stable as compared to previous study. There is a right eccentric disc osteophyte complex. This indents the thecal sac indents the cord. There is central canal narrowing. The largest ap diameter of the central canal is 8.7 and there is a broad based somewhat right eccentric disc/bulge protrusion." (B)(6) 2008 patient presents for a visit. Per medical records "rod comes in today, he is scheduled for 3-level acdf in 2 weeks and still c/o significant pain and weakness in his right arm. MRI indicates severe neural foraminal stenosis and disc protrusions at c4-5, c5-6 and c6-7." (B)(6) 2008 patient underwent discectomy using a series of kerrison's, currrettes and high speed ours. At each level the pll was taken down bilateral foraminotomies were complete. Particularly the most significant degeneration and stenosis was found in the neural foramina on the right side at c4-5 and c5-6. Once 3-level discectomy was performed stryker peek cage was sized up and in the center of each cage bmp soaked collagen sponge, a very small amount was used at each level. A four level anterior plate with segments and sequential screw fixation was placed at c4, c5, c6, c7 the screws all interlocked with the plate through the bushings. (B)(6) 2008 patient presents 6 days post-op 3 level acdf. Per medical record "he has decreased right arm pain and swelling is much improved." (B)(6) 2008 patient presents 3 1/2 weeks post op 3-level acdf. Per medical record "he still has some tightness in his neck and some dysphagia but overall he feels he is getting better and numbness in his hand is improving." (B)(6) 2008 patient presents 7 weeks post-op3 level acdf. He notes his neck pain has improved, but he still has some dysphagia and some trouble talking. Per x-rays indicate well placed peek cages and screws healing well.

Manufacturer narrative:
(B)(4)